Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they can't get thing set. Patient stated that today they noticed that they were getting the settings not available message on their controller. Agent reviewed meaning of the message with the patient. Patient mentioned that they had this problem before and they went to the pain clinic and the clinic told them that they could not assist and that they needed to go work with the surgeon that implanted them. Patient was in group a and agent had patient attempt to switch to group b. Patient reported that they did not feel anything and that nothing changed from group a to group b. Agent was unable to assist the patient in clearing the settings not available message. Agent offered to send an email to the field on behalf of the patient; patient accepted and reported that they used to work with a certain rep. Agent offered to send a physicians listing to the patient but the patient declined as they are unable to d rive. When asked for a managing hcp; patient stated that they do not have one. Patient was distraught and in pain on the call. The issue was not resolved through troubleshooting. Agent sent an email to the field for visibility. A rep responded they would call the patient. On (B)(6) 2024 patient (pt) called back and stated they were speaking to the rep this morning and all of a sudden the phone got cut out. Pt attempted to try a different groups and was seeing settings not available. Pt became upset/crying during call and states they don't have an hcp. Pt reviewed hcp listings and advised to try and call a new hcp to find. Pt mentioned pain in the back and stated they have to charge all the time. Agent reviewed to go back to the group where pt could navigate without seeing settings not available. Agent sent email back to rep. The rep reported they have called the patient back multiple times with no response.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined. All impedances were fine. Probably running at high intensities was the cause but not sure. Rep reprogrammed patient with lower intensities. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.